Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were made and no more alerts were seen. The patient was asymptomatic and doing fine after the event.